Manufacturer narrative:
It was incorrectly reported that the product was a model 6500000000, serial number (B)(4), ambulance cot. The ambulance cot reported in the original report is actually the concomitant product involved with this complaint. The actual product that is being reported for this complaint is a model 6370 floor mount fastener, serial number unknown. There was no known device problem for the ambulance cot that was originally reported.

Event description:
It was reported via repair work order that the rail assembly would not latch automatically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the rail assembly would not latch automatically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.